Manufacturer narrative:
Under magnification, a whitish patch was observed around the leak. The whitish patch has the typical appearance of an abrasion mark, which is caused by calcified plaque in the aorta. (B)(4). The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extension and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extension and pressure tubing was performed and one leak was detected on the membrane approximately 1.5 cm from the rear seal measuring 0.025 m in length. The optical fiber was also found to be broken at this location. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta and therefore no corrective action is required. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
The intra aortic balloon (iab) ruptured during a procedure that took place on (B)(6) 2017. The catheter was removed, but not replaced. The patient was stable when the iab was removed. The patient expired on (B)(6) 2017. The facility does not attribute the patient's death to the device.